Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the meter was not returned with the pump. The last bolus delivery was a 5.0u bolus on 03/06/2016 at 07:52. The last basal delivery was recorded on 03/06/2016. The black box showed a replace cartridge alarm on 02/27/2016 at 05:44; deliveries resumed at 09:42. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient experienced a blood glucose (bg) of 600 mg/dl with polydipsia and polyuria associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support (cts) did advise the patient to go to their local ER due to elevated bg levels and the patient refused. During troubleshooting with cts, it was revealed that the basal delivery totals in the total daily dose did match the active basal program and the basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.